Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. New information added to the following fields: h6 and h11. Corrected fields: h8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "lamp does not light" was caused by a faulty convertor (power supply unit). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) medical. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source lights lamp did not turn on even after replacing the lamp. The issue occurred during preparation for use. The unknown diagnostic procedure was completed using a similar device. There were no reports of patient harm.